Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a minimum fill notification after loading a cartridge with 300 units. Subsequently, the customer received a cartridge change error during the load process. The customer's blood glucose level was 258 mg/dl. Reportedly, the customer has manual injections available as alternate therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge change error malfunction was verified, however the alleged minimum fill issue could not be confirmed.